Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were receiving sensor errors. The customer received a low blood glucose alert of 61 mg/dl from their sensor. When they checked their blood glucose level, it was 51 mg/dl. The customer treated their low blood glucose with food. Their blood glucose rose until 91 mg/dl. The device will not be returned for analysis.